Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, at the first firing, there was a sound from the instrument as if it crashed, but it still worked. On the second firing the instrument did not work anymore. Another handle was used to complete the case. There was no patient injury.